Manufacturer narrative:
The returned incepta implantable device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Data was sent and received by boston scientific. Additional information stated that device was explanted and replace. Device will return to boston scientific. No additional adverse patient effect were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Data was sent and received by boston scientific. Additional information stated that device was explanted and replace. Device will return to boston scientific. No additional adverse patient effect were reported.